Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The device inspection could not confirm the customer's report that the halogen lamp (a) does not light. The lamps light up in both positions (a and b). Service noted that an oxide layer on the lamp may have caused the lamp to fail and recommended that both lamps be replaced. The evaluation also found the memory battery needed to be replaced. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the subject device's halogen lamp (a) does not light. There was no report of patient harm due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and on the event. Section b5 was updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a swallowing endoscopy procedure, which was successfully completed with the same device. There was no delay or patient impact.